Event description:
The physician reports that the patient's bcva decreased postoperatively as a result of a defective crystalens. The lens was exchanged for another crystalens. No additional information was provided.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.